Event description:
Information was received that a smiths medical portex epidural catheter had ruptured while being used for postoperative analgesia. The neurosurgeon performed treatment without epidural visualization. No procedure required to remove the epidural catheter.